Event description:
It was reported the pt was having ineffective pain relief and hence, had the system explanted. A search of the manufacturer's system found no other complaints for the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.